Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been trying to get the implanted system removed for 3-4 years because the therapy never really helped their symptoms and then they had a stroke (patient made no allegation that the stroke was related to the medtronic device/therapy) and they were in the hospital and their daughter and son in law came over to clean their house and did something with the external device and they had never been able to find it. Patient stated more recently, they've been passing out they just got out of the hospital. They said they were told that they needed to run some tests while they had been in the hospital but then their care team talked to someone about it and the care team was told that they couldn't do the tests with the implant still in the patient's back and that's what they told the patient and sent the patient home without doing the tests. Patient stated they needed the implanted system taken out and they didn't know what to do to make that happen. Patient services redirected the patient to follow up with a healthcare provider (hcp) to further address the issue. Patient services sent the patient physician listings at the patient's request as they did not have an hcp. Patient to locate a new hcp to assist with getting the implanted system removed.